Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a period of hyperglycemia after a meal that was likely underestimated, with a documented peak glucose of 284 mg/dl for approximately two hours, after which glucose levels began to decline while on the call and subsequently returned to approximately 130 mg/dl without changes to supplies or use of backup therapy. Symptoms included no loss of consciousness, no dizziness, and no diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included a follow-up call to assess resolution and provide troubleshooting and education. Investigation of this case revealed that the device delivered insulin as intended and reduced glucose into range without alarms, indicating no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.